Manufacturer narrative:
(B)(4). The recipient reportedly experienced device extrusion. The recipient underwent repositioning surgery to close the wound. The recipient was treated with amoxicillin/clavulanic acid for ten days. The recipient then experienced electrode array migration. The recipient's device was explanted. The recipient was hospitalized for one day. The recipient is well. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly extruding. The external visual inspection of the device revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. In addition, a few dents were observed on the bottom cover. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis test data, it is believed that this device was non-hermetic. A CAPA was implemented.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.